Event description:
It was reported one and half hour (1.5hrs) after starting treatment with a polyflux 140h, an external blood leak was observed at the outer side of the housing around the header. Approximately 200 ml of blood loss was reported and there was blood restitution performed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. After disinfection of the product a leak test of the dialysate side was performed and no leak was observed. This means that the reported failure (external leak blood) is not possible. A leak test of the blood side was performed and a leak was observed. The reported condition was verified. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.